Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 15. Details of surgery: primary stability not achieved. On (B)(6) 2021, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.